Event description:
It was reported the patient¿s ipg was replaced on (B)(6) 2018 due to the ipg nearing end of life. A field representative reported the explanted ipg could still hold a charge. The eon mini was replaced with a proclaim 5 ipg. Effective therapy was restored to the patient post operation.